Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. The pump was monitored, no unexpected pump error 23 alarm, flashing white display, pump error 49 alarm, pump error 68 alarm, pump error 24 alarm and flashing medtronic logo noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 1 week prior to the event date of 23-oct-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: 10/18/2025 04:18:03.000. 10/18/2025 04:28:00.000. Lostsensor1alert (780) was found on: 10/17/2025 01:19:00.000. 10/17/2025 04:09:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: 10/20/2025 06:37:00.000. Insert battery alarm was found on: 10/20/2025 06:58:35.000. 10/23/2025 13:00:32.000, 10/23/2025 13:06:29.000. 10/23/2025 13:08:33.000. Pump error 24 alarm was found on: 10/17/2025 04:09:00.000, 10/23/2025 12:57:58.000. 10/23/2025 13:04:01.000, 10/23/2025 13:08:21.000. Pump error 68 alarm was found on: 10/23/2025 12:54:56.000. Pump error 49 alarm was found on: 10/23/2025 12:54:56.000. 10/23/2025 12:55:23.000. Pump error 23 alarm was found on: 10/23/2025 12:55:45.000. 10/23/2025 13:00:50.000, 10/23/2025 13:06:43.000. Power loss alarm was found on: 10/23/2025 13:01:04.000, 10/23/2025 13:01:12.000. 10/23/2025 13:07:01.000, 10/23/2025 13:07:08.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 21-oct-2025 at 14:20:59.000. There was no power data available for the date of 20-oct-2025. Unable to check power data for low battery alert. As per r&d engineer mark freger, pump error 24 alarm (filenum/linenum=121/566) was triggered in dm_generatemotoralarm() function since the motor vcc healthy check failed (trace 724202). Also, pump error 24 alarm (filenum/linenum=121/787) was triggered in dm_checkmotordrivestatus() function since the motor vcc ( 3.54v - trace#657349) was out of range (3.45v) - suspecting the hw. Pump error 68 and pump error 49 were generated since after aa was removed the pump shutdown without safe shutdown. The restart status 201326592 ( trace # 668383) points to some mcu bits activated during the restart and could be related to improper shutdown that could be related to pe24. Pump error 23 and pump error 6 are the consequence of the pump shutdown. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.95 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked case and a scratched case. The pump passed all the required testing. Customer alleged for pump error 23 alarm, flashing white display, pump error 49 alarm, pump error 68 alarm and flashing medtronic logo were not confirmed. However, pump error 24 alarm (filenum/linenum=121/566) (filenum/linenum=121/787) was confirmed according in the formatted history file, suspecting the hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing white display, flashing medtronic logo, pump error 23(post-reset ram crc alarm), pump error 49(history pointers failed. The history pointers are corrupted), pump error 68(trace pointers are invalid) and pump error 24(this alarm is generated when a power failure is detected). The customer also reported that the time clock was not visible on the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and included advising the customer to perform a pump reset, replace the battery, and attempt to clear the alarms; however, the errors could not be cleared, and the time clock was not visible on the screen. The customer was instructed to discontinue use, revert to a backup plan, and place the pump in storage mode; pump replacement was arranged. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.